Event description:
It was reported that the user experienced an alert 38 motor stall with an ¿unable to proceed¿ message during a supply change and tubing fill, consistent with a failure to infuse and a motor-related interruption; troubleshooting with restarts, dry run, and full supply change isolated the issue to the supplies rather than pump hardware, and the user noted pain and minor bleeding at the prior inset. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during use that was consistent with a failure to infuse, with the motor noted as the implicated component; successful dry run without supplies and resolution after replacing the connector and inset supported a supply-related issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.